Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high impedance and muscle stimulation near pocket site. Programming changes were made but the muscle stimulation remained unresolved. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.